Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: the product was not returned to j&j medtech orthopaedics, however photos were provided for evaluation. Visual inspection of the returned photos found the device had signs of usage, and the shaft appears in good condition. The anchor is not visible in any of the photos. Without a photo of the anchor, it is not possible to verify the issue reported. There are no observations pertaining to the nature of the reported event or any other anomaly. ¿¿ the overall complaint was not confirmed as the observed condition of the 4.9 healix adv sp peek ce would have not contributed to the complained device issue.¿ device history review: there was no non conformance regarding this lot. ¿ based on the findings, the investigation could not draw any conclusions and no potential cause about the reported event can be established due to the insufficient evidence provided. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
During an unspecified surgical procedure, it was reported that the doctor requested a 4.9 healix adv sp peek ce anchor device, which was missed, and in the middle of the procedure, the anchor device broke. It was not reported if there were any delays in a surgical procedure, or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.